Manufacturer narrative:
Reported event was confirmed by review of provided op notes. Review of the op notes indicated the patient was revised due to pain. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical products: femoral component option for cemented use only size d right, catalog # 00599401492, lot # 61533945. Stemmed tibial component precoat a/p wedged for cemented use only size 3, catalog # 00598800300, lot # 61524439. Kne-other-patella-unk, catalog # ni, lot # ni. Distal only femoral augment block precoat "may be used with anterior block only not posterior, catalog # 00599003421, lot # 60471100. Drill tip guide wire standard 3.2 mm diameter, catalog # 00236003332, lot # 61675474. Stem extension straight 18mm dia x 100mm length(combined length 145mm, catalog # 00598801018, lot # 61314517. Distal only femoral augment block precoat "may be used with anterior block only not posterior, catalog # 00599003421, lot # 67550200. Stem extension straight 11mm dia x 100mm length(combined length 145mm, catalog # 00598801011, lot # 60361987. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It is now reported that the patient's bearing was revised due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral component, cat#: unknown lot#: unknown, unknown tibial tray, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04959, 0001822565-2017-04960, 0001822565-2017-04961. Product location unknown.

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: unknown patella, catalog # unknown, lot # unknown.